Event description:
Facial oedema, eye hyperemia. Information was received on 07/30/03 from a physician regarding an unidentified patient who was administered a series of three synvisc intraarticular injections (dates unknown) and experienced mild facial oedema and eye hyperemia four days after their first injection. The physician reported these events two weeks after they occurred. The patient's symptoms were treated with 80mg IV solumedrol and an (unspecified) antihistamine. Sedation (lessening of symptoms) occurred six hours after the administration of treatment medication. The physician reported the adverse events as possibly related to synvisc.